Event description:
Case description: investigational results. Name of the suspect product: novopen 6 batch number of the suspect product: unknown no investigation was possible, because neither sample nor batch number was available. Name of the suspect product: novopen 6 batch number of the suspect product:unknown no investigation was possible, because neither sample nor batch number was available. Name of the suspect product: novorapid batch number of suspect product: unknown no investigation was possible, because neither sample nor batch number was available. Name of the suspect product: ryzodeg batch number of the suspect product: no investigation was possible, because neither sample nor batch number was available. Since last submission case has been amended with following information investigational results were added for the suspects is non reportable field updated as no. Malfunction field updated as no. Final report check box is ticked expected date of follow up report was deleted follow up information further investigation comment updated. Imdrf codes b,c,d,g were updated narrative updated accordingly. Final manufacturer comment: 14-oct-2025: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. The batch number of the device is currently unavailable, despite numerous attempts to obtain it. Consequently, no batch trend analysis or reference sample analysis has been conducted. Patient should identify the correct insulin looking into cartridge label colour. Considering that the administration of novorapid instead of ryzodeg is an accidental error, leading to hospitalisation, it could be related to incorrect handling of the product. H3 continued: evaluation summary name of the suspect product: novopen 6 batch number of the suspect product: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) accidentally gave myself 38 units of novorapid instead of ryzodeg [wrong product administered] accidentally gave myself 38 units of novorapid, instead of ryzodeg. Almost a disaster. Could have been fatal, the reason: both pens are the same colour, silver. [Product appearance confusion]. Case description: this serious spontaneous case from australia was reported by a consumer as "hospitalized(hospitalization)" with an unspecified onset date, "accidentally gave myself 38 units of novorapid instead of ryzodeg (wrong drug administered)" with an unspecified onset date, "accidentally gave myself 38 units of novorapid, instead of ryzodeg. Almost a disaster. Could have been fatal,the reason: both pens are the same colour, silver.(product appearance confusion)" with an unspecified onset date, and concerned a patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", , novopen 6 (insulin delivery device) from unknown start date for "device therapy", , novorapid (insulin as part 100 u/ml) from unknown start date for "drug use for unknown indication", , ryzodeg (insulin as part, insulin degludec) from unknown start date for "drug use for unknown indication", patient height, weight and body mass index were not reported. Medical history was not provided. Treatment included - glucose. On an unspecified date, patient used two novopen 6, one for ryzodeg and one for novorapid. Patient was currently in hospital, and due to policy, the nurse had to draw up dosage. Last night, when nurse brought both pens back to patient, patient accidentally gave themself 38 units of novorapid instead of ryzodeg. Patient reported that it was a disaster and could have been fatal, reason was both the pens were same colour, silver batch numbers: novopen 6: requested. Novopen 6: requested. Novorapid: requested. Ryzodeg: requested. Action taken to novopen 6 was not reported. Action taken to novorapid was not reported. Action taken to ryzodeg was not reported. The outcome for the event "hospitalized(hospitalization)" was not reported. The outcome for the event "accidentally gave myself 38 units of novorapid instead of ryzodeg (wrong drug administered)" was not reported. The outcome for the event "accidentally gave myself 38 units of novorapid, instead of ryzodeg. Almost a disaster. Could have been fatal, the reason: both pens are the same colour, silver. (Product appearance confusion)" was not reported. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer comment: 07-jul-2025: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. No conclusion reached. It is advisable to use different colour pen for different types of insulin to prevent product confusion and wrong drug administration. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: reporter's causality (novopen 6) - hospitalized (hospitalization): unknown. Accidentally gave myself 38 units of novorapid instead of ryzodeg (wrong drug administered): unknown. Accidentally gave myself 38 units of novorapid, instead of ryzodeg. Almost a disaster. Could have been fatal, the reason: both pens are the same colour, silver (product appearance confusion): unknown. Company's causality (novopen 6) - hospitalized (hospitalization): unlikely. Accidentally gave myself 38 units of novorapid instead of ryzodeg (wrong drug administered): possible. Accidentally gave myself 38 units of novorapid, instead of ryzodeg. Almost a disaster. Could have been fatal, the reason: both pens are the same colour, silver. (Product appearance confusion): possible. Reporter's causality (novopen 6) - hospitalized (hospitalization): unknown. Accidentally gave myself 38 units of novorapid instead of ryzodeg (wrong drug administered): unknown. Accidentally gave myself 38 units of novorapid, instead of ryzodeg. Almost a disaster. Could have been fatal, the reason: both pens are the same colour, silver. (Product appearance confusion): unknown. Company's causality (novopen 6) - hospitalized (hospitalization): unlikely. Accidentally gave myself 38 units of novorapid instead of ryzodeg (wrong drug administered): possible. Accidentally gave myself 38 units of novorapid, instead of ryzodeg. Almost a disaster. Could have been fatal, the reason: both pens are the same colour, silver. (Product appearance confusion): possible. Reporter's causality (novorapid) - hospitalized (hospitalization): unknown. Accidentally gave myself 38 units of novorapid instead of ryzodeg (wrong drug administered): unknown. Accidentally gave myself 38 units of novorapid, instead of ryzodeg. Almost a disaster. Could have been fatal, the reason: both pens are the same colour, silver. (Product appearance confusion): unknown. Company's causality (novorapid) - hospitalized (hospitalization): unlikely. Accidentally gave myself 38 units of novorapid instead of ryzodeg (wrong drug administered): possible. Accidentally gave myself 38 units of novorapid, instead of ryzodeg. Almost a disaster. Could have been fatal, the reason: both pens are the same colour, silver. (Product appearance confusion): possible. Reporter's causality (ryzodeg) - hospitalized (hospitalization): unknown. Accidentally gave myself 38 units of novorapid instead of ryzodeg (wrong drug administered): unknown. Accidentally gave myself 38 units of novorapid, instead of ryzodeg. Almost a disaster. Could have been fatal, the reason: both pens are the same colour, silver. (Product appearance confusion): unknown. Company's causality (ryzodeg) - hospitalized (hospitalization): unlikely accidentally gave myself 38 units of novorapid instead of ryzodeg (wrong drug administered): possible accidentally gave myself 38 units of novorapid, instead of ryzodeg. Almost a disaster. Could have been fatal, the reason: both pens are the same colour, silver. (Product appearance confusion): possible since last submission case has been updated with following information expected date of follow up report was extended in EU/ca device information tab narrative updated accordingly this report is for a foreign device that is assessed as "similar" to us marketed novopen echo.